Manufacturer narrative:
Block d2b pro code (product code): qrb.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead of the spinal cord stimulator (scs) system for several months causing their pre existing pain to recur. The patient underwent a revision procedure in which the lead was replaced with a new device. The patient is doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): qrb. The lead was returned, visual (microscope) and x-ray inspection of the lead revealed complete cable breakage at the bent/kinked location, which is situated near the set screw mark of the clik x anchor. The lead body was observed to be cleanly cut, and the proximal portion of the lead was not returned for evaluation. Notably, there were no exposed cables at the bent/kinked site. The reported complaint appears to be associated with possible flexing of the lead at the exit point of the clik x anchor. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead of the spinal cord stimulator (scs) system for several months causing their pre existing pain to recur. The patient underwent a revision procedure in which the lead was replaced with a new device. The patient is doing well post operatively.